Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window.

Event description:
The customer reported via phone call of a low battery alarm and damaged battery cap from the insulin pump. The customer's blood glucose reading was 210 mg/dl. The customer stated that she cannot get the battery cap to come off of the pump. The customer stated that she had a low battery alarm when she tried to change the battery but cannot open the cover. The customer was advised to remove the battery cap with a quarter. The customer was unable to remove the battery cap. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.